Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient began to experience pain at their ipg site after falling. As a result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information obtained via follow-up revealed the patient's ipg was relocated via surgical intervention on (B)(6) 2020. Relocation of the patient's ipg addressed their issue.